Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the "intermittent image during procedure". No negative impact in state of health reported.

Manufacturer narrative:
Investigation results: the device in question (tc301; image1 s x-link; sn:(B)(6) was received by the manufacturing site in germany on 4-sep-2025 for investigation. During the manufacturer's technical inspection, the error description provided by the customer, "intermittent during procedure", could be confirmed. The cause of the issue described by customer is determined to a corroded camera head connector. This leads to the image to be disturbed by the loose connection at the plug. The additional issues found are independent from the reported issue and have no influence on the intermittent image. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. In addition, we would like to draw your attention to page 10 of the relevant instructions for use (document ID: lza705_en_v4.3_IFU_ce-MDR), which contains warnings in section 3.8, "product failure," describing what to do if the product fails during use. The event is filed under internal karl storz complaint ID:(B)(4).

Manufacturer narrative:
Correction to h6. Investigation results: the device in question (tc301; image1 s x-link; sn: (B)(6)) was received by the manufacturing site in germany on september 4, 2025 for investigation. During the manufacturer's technical inspection, the error description provided by the customer, "intermittent during procedure", could be confirmed. The cause of the issue described by customer is determined to a corroded camera head connector. This leads to the image to be disturbed by the loose connection at the plug. The additional issues found are independent from the reported issue and have no influence on the intermittent image. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).